Event description:
The customer reported a motor error alarm during the prime process. The customer stated that the insulin pump was not bumped, dropped or exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a corroded motor home switch. No check setting alarm was noted. Unable to verify the displacement test or occlusion tests due to the motor error alarms.